Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that entire system was explanted to due infection. There was no allegation that the infection was device related. Patient is pacer dependent with an asystolic underlying rhythm. There was evidence of complete heart block with a history of sick sinus syndrome. A pacer lead was temporarily placed in the right ventricle which showed good function at the end of the procedure. Patient tolerated the procedure well and no complications were noted during the operation.